Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4). And for balloon is (B)(4).

Event description:
It was reported that this artificial urinary sphincter (aus) was no longer cycling and had fluid loss. As a result, the device was explanted and replaced. No patient complications reported.